Event description:
Customer reported the insulin pump had a blank display. Customer tried using a new battery but it was still blank. Troubleshooting was performed. Customer's blood glucose was 212 mg/dl. No damage to the device. The device was not dropped or bumped. The device exposed to body sweat. No damage noted in the battery compartment. Customer does not use recommended battery for the device. Customer was advised to take out battery for ten min and clean the battery compartment with alcohol. Customer was not able to clean contacts since she was at work. Customer reported the display did turn back on. Self test was performed and device passed. Advised a replacement test would be sent. No further information reported.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. Unable to check for operating currents due to failed battery test alarm. No unexpected battery out limit alarm or blank display noted. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.